Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that shortly after connecting the pump to a power source, the pump emitted smoke. Despite connecting the pump to a different power source, the pump would not charge. The customer's blood glucose level was 78 mg/dl. Reportedly, the customer has manual injections available as alternate insulin therapy.